Event description:
On (B)(6): customer reports on (B)(6) 2012 system would not fluoro during a cysto stent placement on a patient. Patient age and gender unknown. Procedure was completed on system. No injuries were reported.

Manufacturer narrative:
Field service engineer (fse) confirmed the complaint and replaced the fluoro footswitch, and re-positioned the x-ray tube. Fse then verified proper operation per hut dr service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one tech manual. Completed service checklist and system returned to full service by the customer.